Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than one (1) hour. Additionally, the customer received an invalid transmitter ID alert. Transmitter was replaced to resolve the issue. No additional patient or event information was available.